Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an elevated blood glucose level of 612 mg/dl. The cause of the high bg was unknown. A correction bolus was delivered to address elevated bgs. Customer changed the infusion set and declined to further troubleshoot with tandem technical support.